Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service found the device would display an e315 error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that e315 occurred due to a circuit board failure, dirt, foreign material adhesion, corrosion, etc. At the connector electrical contacts, or abnormal continuity caused by internal flooding. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "inspection of the endoscopic system, warnings and cautions or precautions". Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the device was not displaying an image. The reported problem was found during preparation for an unspecified procedure. There was no harm or user injury reported due to the event.